Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for erratic and high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 193 and 166 mg/dl and of high result of 199 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer is storing strips in a metal can in the closet with no central air conditioning in the home. The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: 145mg/dl , (B)(6) 2017, 04:48 pm, fasting: yes; 193mg/dl, (B)(6) 2017, 04:46 pm, fasting: yes; 99mg/dl, (B)(6) 2017, 04:45 pm, fasting: yes; 166mg/dl, (B)(6) 2017, 04:43 pm, fasting: yes; 199mg/dl, (B)(6) 2017, 12:00am, fasting: yes.